Event description:
Customer waited for a replacement order and reported the following: "in the meantime I developed mastitis due to the long period of me waiting for your replacement hub and not being able to express. I was advised by the hospital to purchase another pump as soon as possible to clear the infection but it was too late and the mastitis turned into sepsis and I have now spent 7 nights in hospital away from my baby. Customer complaint from UK.